Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer sat on the pump causing the touchscreen to crack. Pump was functional; however, customer was not able to read the screen. Customer's blood glucose was normal (value not provided). Customer continued to use pump for insulin therapy.